Event description:
The following information was previously reported in manufacturer¿s report #3004209178-2015-01383: [in regards to the patient¿s refill on (B)(6) 2013, the patient cancelled his refill appointment. On the same date, the erv (expected reservoir volume) was 0ml and the arv (actual reservoir volume) was 0.5ml. No symptoms were reported. The device system was used to deliver dilaudid, compounded baclofen, and bupivacaine.]

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).